Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The shipping inspection record was was reviewed from june 2015 to may 2018, with the invloved product code. No anomalies were found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the distal end of run-through wire sheared off after pulling back through the implanted stent in the right coronary artery. Stenting of the right coronary artery with xience alpine, run-through nitinol/stainless steel was placed in the right marginal artery with a balance middleweight wire into the main right coronary artery where the stent was being delivered. Once the wire was implanted the run-through nitinol/stainless steel was being pulled out and got caught on the stent which, sheared the end of the wire off into the patient. The anatomy was calcified. Patient was elected to receive bypass, and the patient received bypass three days later. Additional information was provided on june 1, 2018. The wire was removed with the exception of the distal tip. The patient was a surgical candidate but was experiencing a myocardial infarction. The plan was to fix the culprit lesion then stage multivessel percutaneous coronary intervention at a later time. After wire position was lost, they could not get a balloon to cross lesion to post dilate. The physician felt the stent was malformed and sent the patient electively to surgery the next day. Patient was discharged home 6 days later.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to provide the completed investigation. A correction is being made to the date in section b5 of the initial report. The date the additional information was received was reported to be june 1, 2018, the actual date was may 31, 2018. The actual device was returned for evaluation. Visual inspection of the actual sample upon receipt found that it had been fractured at the distal end of the device with niti core wire exposed from the platinum coil. The length if the niti core wire was found to be approximately 243mm, which was shorter than that of the factory-retained sample of the involved product code (approximately 250mm). It was found that the distal segment, 0 - approximately 7mm to the proximal was missing. Magnifying inspection of the stainless steel coil segment found that the coil had been elongated on the segment adjacent to its joint with niti core wire. There was no fracture on the stainless steel coil. Magnifying inspection of the segment adjacent to the fracture end found that the platinum coil had been fractured at its joint with the stainless steel coil and niti core wire. It is likely that the platinum coil was missing in its total length (0 - approximately 30mm from the distal end of the device). The thickness of the niti core wire was measured on the segment adjacent to the fracture and confirmed to be equivalent to that of the current product sample. Actual sample: approximately 28 micrometers. Factory-retained sample of the involved product code: approximately 27 -28 micrometer. Electron microscopic inspection of the fracture of the niti core wire revealed that the core wire had become diminished toward the fracture end with the fracture end being in a diagonal shape. Electron microscopic inspection of the fracture cross-section of the niti core wire revealed that the dimple pattern had been generated on the surface. The outer diameter of the undamaged stainless steel coil segment was confirmed to meet the specifications. Reproductive test was performed. Three retention samples from the involved product code were prepared. With their distal coils being trapped, the samples were subjected to the force below respectively until their niti core wires got fractured. Pulling force after application of torque force: the fracture end became diminished and diagonal with the generation of the dimple pattern on the fracture cross-section. This state is found to be similar to that of the fracture on the niti core wire of the actual sample. Repetitive 90-degree bending force. The fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state was found to be different from that of the fracture on the niti core wire of the actual sample. Torque force: the core wire got distorted at the fracture. This state was found to be different from that of the fractures on the niti core wire of the actual sample. After the fracture of niti core wires, the samples were subjected to pulling force. As the results, all the samples had the platinum coil fractured at its joint with the stainless steel coil and niti core wire. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. There is no evidence that this event was related to a device defect or malfunction. The following is likely to have caused the event: the distal segment of the platinum coil of the actual sample was trapped in some hard object, including the struts of the involved stent. In attempts to release the trap, excessive pulling force was applied to the actual sample. This caused niti core wire located inside the platinum coil segment to get fractured. Subsequently, in the course of withdrawal, the platinum coil got elongated and fractured at its joint with the stainless steel coil and niti core wire. As a cause of the elongation observed on the stainless steel coil of the actual sample, the stainless steel coil may have also subjected to excessive pulling force. The exact cause of the reported event cannot be definitively determined based on the available information.